Event description:
Information received indicating that this cadd ms3 pump was shutting off. It was reported that the pump would run for about 10 minutes and then it would shut off. The battery replacement did not fix the issue. It is unknown when did the reported issue occurred. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. No adverse effects reported.